Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was not retracting. The following information was provided by the initial reporter: push button not retracting the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: lot was reported; however, this is not a lot #2014280 manufactured for the reported catalog #.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2237728; d4: medical device expiration date: 31-aug-2025; h4: device manufacture date: 22-sep-2022. H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was not retracting. The following information was provided by the initial reporter: push button not retracting the needle.